Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with vague symptoms. It was noted there was possible non physiologic noise/ electromagnetic interference (emi) noted on the summed electrograms (egm). The right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.